Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. The ventilator passed all functional and safety tests and was cleared for clinical use. A positive end expiratory pressure (peep) is maintained in the alveoli and may prevent the collapse of the airways. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has not been determined.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator was displaying incorrect values of positive end expiratory pressure (peep). There was no patient harm reported. Manufacturer's ref. #: (B)(4).